Event description:
The surgeon implanted a aq2010v silicone three piece lens but noted it had torn after being inserted. The lens was removed and there was no pt injury. The facility stated it was unknown as to why the lens tore. The model and lot numbers for the injector and cartridge used were not known by the facility.